Manufacturer narrative:
Pr# (B)(4) follow up report for corrections. The manufacturing plant was incorrect in the initial MDR. The manufacturing plant should be becton dickinson - (B)(4). Event details have been updated: adverse event with no malfunction, device unrelated. Adverse event related to procedure only. Medical device brand name, medical device catalog #, and medical device lot # have been updated to reflect the nrfit anesthesia study. No product identified as cause for the adverse event. Event related to procedure only. PMA/510k has been updated to na.

Event description:
Adverse event with no malfunction, device unrelated. Adverse event related to procedure only.

Event description:
It was reported that a patient experienced a reaction after spinal anesthesia using the bd blunt filter nrfit needle. "The adverse event occurred after using the devices and spinal anesthesia. The adverse event is not related to the devices but possible related to the spinal anesthesia." The following information was provided by the initial reporter: customer is participating in the mds-21nrfit001 study. The patient performed a spinal anesthesia with the following nrfit devices on (B)(6) 2024. Bd nrfit spinal needle set: whitacre 25g x 103.2 mm + introducer 20g x 31.8 mm - catalogue number 400229 - lot number 2109031. Bd nrfit syringe: slip 5ml, catalogue number 400051, lot number 83149. Bd nrfit blunt filter catalogue number 400066, lot number 3045501. Nausea and vomiting occurred on (B)(6) 2024 and resolved on (B)(6) 2024. The adverse event treated with a medication:one time application of an antiemetic drug (dimenhydrinat). Relationship to bd nrfit spinal needle: not related. Relationship to bd nrfit syringe: not related. Relationship to bd nrfit introducer: not related. Relationship to bd nrfit blunt filter: not related. Relationship to procedure: possible. The adverse event occurred after using the devices and spinal anesthesia. The adverse event is not related to the devices but possibly related to the spinal anesthesia. This complaint has been reported because it has a possible relationship with the procedure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.